Event description:
For certain alarm conditions, there are mismatched audible alarm sounds generated at the ge carescape central station compared to the patient bedside monitor. Ge has enabled the use of legacy alarm sounds at the bedside but has not consistently enabled these sounds to occur at the central station that match the bedside audible sounds. A software fix is needed to make legacy sounds work consistently on the central station and bedside monitor. 1) the hr (heartrate) hi/lo has different sounds generated at the central station from the patient bedside monitor when using telemetry in combo mode. The hr hi/lo alarm is set to warning level and sounds correctly at the bedside (repeating double beep) but sounds incorrectly at the central station (repeating foghorn beep). Clinicians have learned the sounds and respond differently, so this is confusing to responders and can affect response approach. 2) there are numerous technical alarms that do not have a matching audible sound between the bedside and the central station under all conditions. This issue is present regardless of the use of combo telemetry mode. Three examples of technical alarms include: leads fail, spo2 probe off, arrhthmia suspend. Some technical alarms are set at an advisory priority level, with a recurring single beep, but because of the mismatch, the sound at the central station produces just a single beep and then goes silent. Clinicians at the central station would not be notified of technical alarms with a recurring audible tone.